Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 4 months post implant of a 29mm sapien 3 valve in the pulmonic position, the valve presented with pulmonary insufficiency (pi). The patient underwent a valve in valve (vinv) procedure with a 29mm sapien 3 valve to resolve the issue.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, structural valve deterioration and device degeneration are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve degeneration/deterioration was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the transcatheter heart valve (thv) was implanted in a pulmonic position for this case. The sapien 3 valve with the commander delivery system (ds) was indicated for native aortic valve replacement at the time of the implant. Therefore, this was an off-label operation. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'approximately 6 years 4 months post implant of a 29mm sapien 3 valve in the pulmonic position, the valve presented with pulmonary insufficiency (pi). It was noted that the patient has a history of anatomy including glenn procedure and high end diastolic pressure.' In this case, the cause of the valve deterioration is unknown as not all patient factors were provided. However, the degeneration may be due to the patient's pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.